Event description:
It was reported, that "the inner cannula will not hook into the trach correctly." Note: when reviewing trouble shooting, pt admitted pt did not abide by 29 day recommended usage... There was no reported pt injury and/or change in therapy.